Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing a high blood glucose (bg) level of 300 mg/dl. The customer stated that the high bg was due to under correcting for the carbs they had consumed. The customer delivered a correction bolus via the pump. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Reportedly, the customer would use manual injections as alternate insulin therapy and would contact their healthcare provider for long acting insulin.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.